Event description:
Customer reported the system displayed a communication error and shut down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the +5v on c-arm to 5.1v during a shot. Took several shots without error. Cycled power on system and took an additional 100+ shots without error. System operates as intended.